Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. System was successfully verified prior to the date complaint was reported. During on site visit field service engineer found two dozen small stains on the f-theta lens looks like patient sneezed on lens. Field service engineer cleaned f-theta and completed verification as per service installation record confirming system performs to specifications. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirty-nine successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about three minutes and fifty seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. Most probable root cause might be f-theta lens contamination during surgery. During preparation for a treatment, the aperture can be contaminated with splashed liquid from medication or balanced salt solution irrigating fluid or patient sneezing. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an incomplete stromal cut without suction loss (partial flap) and treatment aborted in the patient's left eye during lasik surgery. There are multiple related reports for this event. This report addresses patient sg's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).